Event description:
It was reported that a patient presented with episodes of ams via merlin.net transmission. Review of the episodes revealed inappropriate ams due to ra lead noise. Increased capture thresholds were also noted on the lead. Noise was also observed on the rv lead. Noise was not reproducible via isometrics and no other electrical anomalies were noted. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure. The leads will not be returned.